Manufacturer narrative:
This report is being supplemented to provide additional information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation, possible causes may include the following: leakage occurred by physical stress, etc., water invaded the device and abnormality of the electrical components occurred. A definitive root cause cannot be identified. This issue is covered in the instructions for use: inspection of the endoscopic image: perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. Inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, during preparation for use, the evis lucera elite colonovideoscope presented an e315 unsupported scope error message/no image. The intended procedure was completed with another scope with no surgical delay. No patient harm reported.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was confirmed. An electrical continuity error occurred due to water invasion in the scope connector. Additionally, an e216 error message occurred. Excessive fluid ingress was identified within the endoscope connector, the moisture indicator stickers were saturated, and water droplets were still present within the plug body during the investigation. Fluid was evident in the probe unit. The light cover glasses were chipped. The light cover glasses adhesive was worn. The distal end adhesive was leaking. The aspiration housing colored ring was worn. The up/down/left/right angles were not to specification. The investigation is ongoing.